Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors every time they primes the insulin pump. The customer's blood glucose value was unknown at the time of the incident. The insulin pump had rejected brand new batteries and random or unexplained no delivery alerts. The insulin pump had cracks and scratches on the screen and the rewind was louder than it used to be. The device will not be returned for analysis.